Event description:
The customer reported that they were having problems with the camera and collimator operating properly. The system was booted up properly, but when an image was taken, the iris was all the way closed and they could not adjust it. The iris did open but they could not rotate the image. They were able to complete the case. There was no patient injury reported with the problem.

Manufacturer narrative:
(B) (4). The ge service rep reinstalled the drive gear from the camera rotation motor. The system now boots up properly and the collimator and camera controls operate properly. He verified the camera and collimator calibrations and replaced the right monitor assembly to address the ongoing intermittent problem with the touchscreen. The system was tested and everything is operating properly.